Manufacturer narrative:
Outcomes to adverse events: other: udf. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the screw head broke when the distal screw threads encountered resistance with the cortical bone during insertion. The surgeon attempted to remove the broken screw but was unable. The screw was cut flush with the surface of the bone using wire cutters.